Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during thoraco/lobectomy, for the third firing for lobectomy they closed the jaws and tried to open them, however could not. They fired the device as a trial and pulled the black return knob back ,however could not open the jaws. Replaced by a new device, the firing was completed. The event occurred during the procedure but the product was not used on the patient. The status of the patient is alive with no problem.